Event description:
Complaint from hosp initially reported only a low burst. Catheter was returned almost 2 months later, and was found to have a pinhole with a jetstream type leak. Balloon burst at 6 atm in a calcified lesion. (Rated burst for this balloon is 8 atm).